Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 04/28/2017- device evaluation: the pump has been returned and evaluated by product analysis on 04/07/2017 with the following findings: a review of the pump¿s black box data multiple consecutive hard cs 128 alarms occurring with an above threshold voltage on (B)(6) 2017. During investigation, the pump was powered on and the pump alarmed with a cs128 alarm that would not clear when confirming the verify screen. The complaint of short battery life issue was duplicated. The pump¿s cover was removed and no intermittent condition was found to the printed circuit board. Investigation revealed that a slave processor failure had occurred. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.